Event description:
Boston scientific received information that the right atrial and right ventricle lead exhibited noise. Noise was able to be recreated on both channels. Stored episodes revealed the noise had been over-sensed and resulted in greater than two seconds of asystole. The patient is pacer dependent and had experienced pre-syncopal symptoms. The sensitivity was reprogrammed on the rv channel and defibrillation threshold tests were performed to ensure appropriate sensing of ventricular fibrillation. No additional adverse patient effects were reported. A bi-ventricular upgrade was planned for a later date. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.